Event description:
It was reported that during a surgical procedure on the left foot, the bur broke. It was also reported that the broken piece was removed from the surgical site and the surgeon has no concerns about any pieces being left behind in the pt. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The bur subject to this investigation was returned to the manufacturer for evaluation, it was visually confirmed the head of the bur was broken from the shank. The returned bur was measured where possible and all dimensional specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.